Event description:
It was reported that after inserting the intra-aortic balloon (iab), the fiber optic sensor would not work. The customer then received the pressure from the pressure bag and transducer instead. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the fiber optic sensor would not work. The customer then received the pressure from the pressure bag and transducer instead. There was no patient harm or adverse event reported.